Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the connecting screw broke while implanting the continuum cluster-hole shell. The connecting screw fragment was left in the patient as it was stuck in the cup and the cup was already implanted. The poly liner was impacted into the cup. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified shell inserter has wear and tear from previous uses in the form of nicks, gouges, and scratches to the handle, strike plate, and hex bolt. Threaded tip is fractured upon return. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.